Event description:
Customer reports, possible blood on needle when opened. One of their doctors was accidentally stuck by this needle. Co is sending the needle to an outside lab for testing. The dr will wait for lab results before seeking any possible treatment. Three people, including the vet, heard the needle snap while it was being opened.

Manufacturer narrative:
Please note that this report may be based upon information not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.